Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the light on the controller went on, the spyscope ds ii briefly has a light on the tip, the start image in the monitor appeared, but the image was lost after 1 second into the procedure. The controller was rebooted; however, the problem was not resolved. The procedure was not completed due to same device unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.